Manufacturer narrative:
Pump was received and up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that her daughter's insulin pump display is not working. She indicated that the numbers are scrolling on the display without stopping. Customer indicated that a bolus was attempted when incident took place. Customer's blood glucose was 172 mg/dl at the time of the incident. Troubleshooting was done for keypad anomaly however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.